Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 400 mg/dl and a small ketone level. The cause of the elevated bg level was unknown. Bg was treated via intravenous insulin, saline, and a manual injection of insulin. Reportedly, the customer left the ER an hour and a half later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.